Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient experienced touch contamination that caused peritonitis on (B)(6) 2011. The nurse stated that the patient was being treated as outpatient. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The patient had not recovered from peritonitis and the outcome of touch contamination was not reported. The patient was still hospitalized. On an unknown date, pd catheter was removed and the patient was put on hemodialysis. Per the nurse, the peritonitis was not related to dianeal therapy. An opinion of causality for touch contamination was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11h31070. No exceptions were observed that were related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.